Manufacturer narrative:
E1: event city: (B)(6). Event country: belgium . Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set detachment due to tape not sticking after the set was pulled out during sleep resulting in high blood glucose which was treated with bolus via the pump on (B)(6) 2026.